Event description:
The pt underwent an endometrial balloon ablation procedure in 2004. The uterus sounded to at least 11 cm. The physician then put a total of 45-50 cc of fluid into the catheter. Due to the volume the physician had to do the preheat twice. After the second preheat the procedure was completed after a full 8 min cycle. At the end of the procedure the pt was bleeding. Hysteroscopy was done and it showed diffuse bleeding in the cavity. At this point a 0 degree bar endometrial ablation with a resectoscope was done but the bleeding continued. The pt was transferred to another hospital where they received a couple of units of blood and clotting factors, ffp and platelets. After the pt was stable a hysterectomy was performed. The hysterectomy took 3.5 hours due to several adhesions. Post operatively the pt is doing well and undergoing an evaluation for a possible clotting disorder. There was no evidence of perforation of the uterus at the time of hysterectomy.